Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged bipolar insert. There were no missing components to be found. The probable root cause of a dislodged insert is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. Correction to section d: primary product batch/lot number was updated to k10240606 452.

Event description:
Refer to h11 for follow-up information.